Event description:
Allergan representative received a voicemail message from health professional requesting a return kit for an explanted device. Follow-up findings: (from product field note completed by the surgeon's office staff and follow-up calls with the surgeon's bariatric coordinator.) "Port was explanted due to infection near port. The problem [was] first observed when the patient came in with [an] infection. Port was explanted and replaced." No additional information was available from the reporter. The device was returned to allergan and the device analysis is in progress.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Infection is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."